Event description:
The physician reported as "stainless steel connector is not open." Follow-up findings: "operation under local anesthesia could not resolve the problem / to resolve the problem a second operation under general anesthesia was performed."

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to indicate the product serial number, full date of event, both surgery dates and explant date. The information has not yet been received by allergan. Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product, however the analysis has not been completed at this time. Device labeling addresses the reported event of difficulty adding/ removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."